Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported a doctor attempted to implant 2 leads but was unable to get the lead placement in the posterior position. The patient then had new pain in her right foot and the case was aborted and the implant was postponed. The patient was alive with injury. It was noted that the patient was getting the implant to relief of pain in the left foot. It was unknown if the pain had subsided. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.